Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used in an unknown procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket failed to open and close during the procedure. It is unknown if a stone was in the basket when the problem occurred. A second optiflex nitinol stone retrieval basket was utilized. Please reference the attached medwatch report number 3005099803-2010-01832 which documents the second device. The procedure was completed with a different device. No additional patient or event information is available.

Manufacturer narrative:
Evaluation of the returned device found the basket was closed and could not be opened due to some disengagement with the thumb wheel. The device was disassembled and examined to find that the glue plug had failed outside the rack. Additionally, a crystal like residue believed to be mediglide lubricant was observed on the drive wire, which gave a grainy/gritty feel when the drive wire was moved in and out of the sheath. The most likely cause of this complaint is that the crystal like residue on the drive wire prevented the basket from functioning. The identity and source of the foreign material have not yet been determined, therefore the root cause for this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used in an unknown procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket failed to open and close during the procedure. It is unknown if a stone was in the basket when the problem occurred. A second optiflex nitinol stone retrieval basket was utilized. Please reference the attached medwatch report number 3005099803-2010-01832 which documents the second device. The procedure was completed with a different device. No additional patient or event information is available.